Event description:
It was reported that "the catheter was inserted to the patient a few days ago. In the morning of nov. 02, the helium leak alarm went off from the iabp (manufactured by getinge) connected with the catheter. As the patient's condition had been getting stabilized, the catheter was removed. It was unknown why the alarm went off". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the distal end of the teflon sheath was at approximately 33.1cm from the iabc distal tip; the teflon sheath hub was noted connected to the hemostasis cuff and liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing; liquid blood was noted within the data-scope inflation driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Blood was also noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 9cm to 10.5cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 9.2cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "helium leak alarm went off from the iabp" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion, which caused the blood to enter the helium pathway and the leak could cause helium loss alarm. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the catheter was inserted to the patient a few days ago. In the morning of nov. 02, the helium leak alarm went off from the iabp (manufactured by getinge) connected with the catheter. As the patient's condition had been getting stabilized, the catheter was removed. It was unknown why the alarm went off". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter was inserted to the patient a few days ago. In the morning of nov. 02, the helium leak alarm went off from the iabp (manufactured by getinge) connected with the catheter. As the patient's condition had been getting stabilized, the catheter was removed. It was unknown why the alarm went off". No patient harm or injury. The patient status is reported as "fine".